Event description:
It was reported that the tip of a permanent hook cautery device broke. The surgeon did not believe the breakage occurred within the patient. It was reported that there was no adverse outcome or injury.